Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces, stuck button error alarm or frozen display noted. Keypad connector was fully locked. Device was received with corroded battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was 151 mg/dl at the time of incident. Insulin pump had frozen display. Customer stated that the insulin pump had power loss alarm. The insulin pump will be returned for analysis.